Manufacturer narrative:
Multiple attempts were made to obtain return of the device mentioned in the user's report as well as additional information with regard to the procedure and patient outcome. However, no response was received. The device in question is intended to hold an endoscope, but in accordance with the user's report it was used to hold a liver retractor. An endoscope is not subject to loading during use, whereas a retractor can potentially be subjected to heavy loading. Use of the endoscope holder for this type of procedure may lead to premature wear or failure of the device. Complaint history was reviewed. No similar reports were found. The complaint has been closed. Should additional information become available, it will be reopened.

Manufacturer narrative:
The user describes the device as a "liver retractor holder"; however, the catalog number provided corresponds to an endoscope holder. Return of the device has been requested. Investigation is in progress.

Event description:
According to the user, "black piece of the liver retractor holder was found in patient wound."